Event description:
(B)(6) regarding a potential safety issue involving a quantum q6 edge with anterior tilt functionality. (B)(6) the wheelchair became stuck while in anterior tilt and the braking system engaged unexpectedly. This resulted (B)(6) being immobilized in the chair and unable to reposition or exit independently. Assistance from others was required to safely remove the individual from the device. (B)(6). (B)(6). Additionally, another mobility provider in the same region, (B)(6), has reportedly encountered similar incidents involving this product. This situation presents a potential safety risk, including user entrapment and inability to safely exit the device. Further investigation may be warranted to determine root cause, frequency, and whether corrective actions or broader communication are necessary.